Manufacturer narrative:
Unit was sent for repair to getinge service depot (refer so# (B)(4)). According to so# (B)(4) work was performed as follows: cardio help loaner repair, complete pm, full functional, calibration and safety tests as per service manual. Unit passed all tests note: I verified that the unit after being on for a few minutes of running the test circuit would start displaying arterial bubble sensor defective. Note: reference trackwise complaint # (B)(4)" arterial bubble sensor defective errors" replaced the sensor panel new sn# (B)(4). Work performed on 2019-08-22/24/27. A probable root cause could be determined in another complaint (refer to tw# (B)(4)). Results: "momentary distortions in the serial communication between the venous bubble sensor and the sensor board due to depositions around the connector lines and micro fractures on the soldering joints could have caused the described situation." Thus the failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when new relevant information becomes available.

Event description:
On (B)(6) 2019 ecls coordinator (B)(6) texts that cardiohelp was reading "art bubble sensor defective" on (B)(6) 2019, in a six hour shift, art bubble flow sensor tripped once/hour (intervention was on), resulting in a pump stoppage and requiring that the clinician reset the art bubble detector after it was deemed that there was no air in the circuit. Given the patient's condition, it was deemed a transfer to the university of (B)(6) was in order on (B)(6) 2019. Complaint number: (B)(4).